Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient alleges the pump delivers too low insulin, especially for 2 months during the time of high power consumption and between the time periods of w2 (battery low) and e2 (battery depleted). Patient stated she experienced elevated blood glucose levels up to 320 mg/dl; took correction via pump and was able to get her blood glucose under control by herself. No adverse event reported. Requested return of the alleged pump for evaluation.